Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography (CT) exam showed a visible outflow graft (ofg) twist. During the implant procedure, the ofg clip was not used. An angiography was planned, and the patient was undergoing more exams to confirm next steps. The patient was taken to the catherization lab and the graft was opened by balloon and a stent was implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist was confirmed from the submitted photo. The account submitted CT images of the patient¿s ofg. The CT image showed a twist in the ofg under the bend relief and near the graft attachment hardware. The submitted controller event log file contained data from (B)(6) 2021 at 12:46:07 to (B)(6) 2021 at 10:32:27. On (B)(6) 2021 at 9:48:55, the pump speed was set below the low-speed limit (lsl) of 4500 revolutions per minute (rpm) to 3900 rpm, resulting in low-speed advisory and low flow faults and alarms. The pump speed was changed numerous times on (B)(6) 2021 ranging from 3000 ¿ 6200 rpm; however, the pump speed was ultimately set to 5000 rpm with an lsl of 4600 rpm. Excluding the pump stop events, the pump calculated flow ranged from 2.8-3.8 lpm. The pump appeared to operate as expected. The submitted controller periodic log file contained data from (B)(6) 2021 at 20:37:29 to (B)(6) 2021 at 10:38:11 with data extracted at approximately 1-hour intervals. On (B)(6) 2021, the pump calculated flow dropped below the low flow threshold of 2.5 lpm resulting in 1 low flow fault. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, hm3 lvas IFU was released following the implementation of CAPA 114896 and is currently available. Section 5, ¿surgical procedures¿, includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the procedure the patient was awake and communicated with the catheterization-lab staff. The patient was admitted to the catheterization-lab with pump parameters at 6200 revolutions per minute (rpm) and 3.2 liters per minute (lpm) and left the catheterization-lab with pump parameters 5000 rpm and 3.5 lpm. The patient's blood pressure and blood oxygenation levels were stable and the patient was supported by norepinephrine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography (CT) exam showed a visible outflow graft (ofg) twist. During the implant procedure, the ofg clip was not used. An angiography was planned, and the patient was undergoing more exams to confirm next steps. The patient was taken to the catherization lab and the graft was opened by balloon and a stent was implanted.